Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a left heart cath (lhc) diagnostic procedure using a 5f sheath. Reportedly, on advancement there was resistance and the sheath did not pass the nick hole [skin]. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported no similar incidents reported for this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.